Manufacturer narrative:
Unique device identifier (UDI) - (B)(4). The ballenger swivel knife was returned for evaluation: failure analysis: upon visual inspection, the returned product is in used condition with the tip broken off/damaged. No manufacturing, workmanship or material deficiency was observed. Root cause: the reported complaint is confirmed. The returned swivel knife is in used condition with the tip broken off. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the swivel knife broke in the patients' nasal cavity during procedure (septoplasty and bilateral turbinate reduction). The physician was able to retrieve the small broken piece that broke. There was no patient injury.